Event description:
Patient was revised to address pain, instability, and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations for the patella and tibial insert. A complaint database search finds one other reported incidents against the provided product and lot code combination for the cement. The product and lot code combinations were not provided for the tibial tray and femoral component. A review of the medical records and x-rays could not confirm the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.